Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump implant date received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that at follow-up on (B)(6) 2014, a technical issue occurred. The event management was not available. There was no death. The event involved hospitalization. There were no reported symptoms. No complications were reported or anticipated.